Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that the cath lab staff prepared the intra-aortic balloon (iab) catheter before the insertion according to the instructions for use and the md punctured the femoral artery and inserted the spring wire guide (swg) and sheath. When he attempted to advance the catheter into the sheath, resistance was met. The md tried to advance the catheter several times, but failed. As a result, he retracted the catheter and finished the procedure with another iab catheter. There was a 5 minute delay in treatment, no patient death and no patient complications reported. Additional information was received from the distributor on (B)(6) 2010 which stated a super arrow-flex (saf) sheath was being used during the procedure. The swg was inserted into the patient's left femoral artery and the md accessed the same insertion site for the second placement.